Event description:
Same case as mfg report 2134265-2011-05508. It was reported that during an unspecified treatment procedure the catheter became stuck on a guide wire. It was reported that following deployment of a wallstent, the device became stuck on the amplatz guide wire. There were no reported patient injuries or complications. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).